Event description:
After two years of successful cochlear implant use, this patient fell in the fall of 2004. A few months later they noted pain and swelling around the implant site when they were soon at the clinic in 2005. The device had begun to extrude through a locaration on the scalp. The device was explanted in 5 days later and the patient was treated for infection. They will be reportedly reimplanted in the future.